Event description:
The patient's husband reported that there had been a change in the nature of the patient's pain over the past several refills. Symptoms had escalated over the past 10 days. The patient was experiencing a new, sharp pain located at the middle of her spine between her shoulder blades and the pump was no longer helping her original pain. The hcp had given the patient more unspecified oral pain medications, but that did not keep up with the increasing pain. The patient went to the emergency room because she could not walk. It was reported the patient had multiple medical disorders and diagnostic testing was underway. It was also reported that the patient was scheduled for a study and catheter myelogram. The patient was having unspecified intermittent symptoms. The manufacturer's representative (rep) further reported the patient had experienced weakness in her lower extremities and increased pain. The patient had other unspecified symptoms with bowel/bladder, but they existed before the pump. The hcp had tried some different unspecified neuropathic drugs with no success. The patient was receiving morphine (75 mg/dl) at a rate of 35 mg/day. The pt had a history of "other health problems" and had been hospitalized for respiratory problems. The hcp asked the rep to visit the patient while the patient was in the intensive care unit. No issues were noted upon interrogation of the pump. As of 2007, the patient remained hospitalized. The patient did not have the scheduled studies due to an inability to tolerate the magnetic resonance imaging (MRI) due to anxiety and the use of a non-rebreather machine. The rep is unsure of the final patient outcome, but the hcp had indicated to her that the hcp did not think the patient had an inflammatory mass. Additional information has been requested from the hcp. A follow up report will be submitted if additional information becomes available.